Manufacturer narrative:
Replaced or upgraded part; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system reset during a case, potentially causing therapy delay on a integris h5000c/allura 9c. The clinical use of the system was in use. There was no reported patient or user harm.